Event description:
It was reported via legal documentation that approximately 21 months after a right total knee replacement procedure, the patient has experienced daily pain and discomfort in her right knee; swelling; gait impairment; poor balance; component part loosening; and other injuries presently undiagnosed. The patient underwent a revision procedure to address infection and component part loosening. It was noted the patient was revised to a competitor's femoral component. No medical or surgical interventions were reported. No additional information is available. This is 1 of 3 reports for this event. See mdrs 1038671-2025-01885 and 1038671-2019-00547.

Manufacturer narrative:
D10: concomitant devices: (B)(6) 02-022-45-2010 - truliant tib fit tray cem sz 2f / 1t. (B)(6) 02-020-11-0320 - truliant ps cem fem ps cem right sz 2. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 02-022-35-2009 - truliant tib imp ps insert sz 2 9mm. (B)(6) 201-78-15 - holding pin mini sharp point 4 pk. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported was likely the result of an infection. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to patient conditions. The reported loosening may have been the result of an insufficient bond between the implant and the bone which led to femoral loosening. Based on length of implantation, the reason for revision appears unlikely to be secondary to prosthesis wear. However, this cannot be confirmed because the component was not returned for evaluation. It is unclear if the reported infection may have contributed to the loosening of the device. Additionally, this tibial insert was included in the polyethylene packaging recall which may have led to prosthesis wear; however, this cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.